Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump ¿s irrigation tubing supplied extremely powerful flow of water which damaged tissue requiring hemostasis. No further patient adverse impact.